Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with an intraoperative capsule rupture occurred after a successful laser treatment. During the subsequent removal of the nucleus with the phaco handpiece. The surgeon and chief physician who were present during the surgery stated that the event was not caused by a malfunction of the laser system. The planned intraocular lens could not be implanted in the capsule sac, so a vitrectomy was performed. The patient is currently aphakia and will be treated in a subsequent procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated primary implantation should be eyehance toric and secondary implantation is likely to be planned for the sulcus, different implant will be used. Anterior vitrectomy performed as secondary procedure by retinal surgeon to remove ablated nucleus.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. There was no service record (relevant to the complaint reported event) found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. There was no (system nonconformity) which may have contributed to the event can be confirmed. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).